Event description:
On (B)(6) 2012, the patient contacted animas alleging that her pump lost power this morning when she woke up. She changed the battery and the pump powered up with the correct time/date. When reviewing the alarm history, the pump received a replace battery alarm at 4am but the patient did not wake up until 11am. The pump's alarm history also indicated that there were low battery warnings at 6:24am on (B)(6) 2012 and at 8:05pm on (B)(6) 2012. The patient admitted that she slept through the alarm and did not hear it. The audible tones were also confirmed to be working. The patient claimed that as a result of the pump losing power at 4am, she woke up with a 485 mg/dl blood glucose level with symptoms of excessive thirst and urination. Her bg at the time of the animas was call was down to 358 mg/dl. Animas customer support reviewed the pump with the patient and noted the following: the battery cap was last replaced 4-6 months ago, the yellow o-ring was not visible at the time of the power loss, and there was no physical damage to the pump. The reported power issue was resolved with a new battery. There was no indication that the pump malfunctioned. The pump appropriately displayed the low battery message and replace battery prior to the power loss. The patient also admitted to sleeping through the replace battery alarm. However, this complaint is still being reported because the patient allegedly experienced elevated bg levels with symptoms of excessive urination and thirst approximately 7 hours after the power loss.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power issues. On examination, there was no damage to the battery compartment or the battery cap that was returned for investigation. On testing, the battery cap secured properly to the pump and the pump powered on normally. The pump was exercised for 24 hours without power loss or rebooting. The pump was also tested for 29 hours for flow accuracy and experienced no issues and was found to be delivering within specifications. The pump was opened for investigation and did not reveal and damage or internal moisture. The power issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.